Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that prior to implant the cardiac resynchronization therapy defibrillator (crt-d) showed a gray bar for battery voltage estimator. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.